Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Investigation results suggest/indicate procedural factors (incorrect valve sizing, over inflation of valve) likely resulted in the annular rupture and subsequent patient death. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our affiliate in (B)(6), a 26mm sapien 3 valve was deployed in the aorta via the transfemoral approach. During the procedure, an annulus rupture occurred. An attempt was made to circumscribe the pericardial effusion by implanting a second sapien 3 a bit lower. The second valve helped to stop the effusion temporarily, however the bleeding started again. The patient expired during the procedure. Information regarding the native annular diameter was not provided. Moderate valvular calcification was reported. Per medical opinion, the annular rupture was due to the selected valve size. The valve was ¿too big¿ and all of the volume was used during deployment, despite the strong anatomical resistance.

Manufacturer narrative:
Additional information: section d4: serial number, expiation date; section h4: manufacture date.